Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported from an informal conversation with a physician that following an atrial fibrillation ablation procedure, an atrioesophageal fistula occurred which required surgery. This event happened in (B)(6) 2023. No additional information is available.